Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information because available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during glaucoma shunt implantation, the shunt would not release from the delivery system because it was hard to push the button. A new shunt was implanted and there was no harm to the pt. No further info is expected.